Manufacturer narrative:
Review of 3d recon/cta scan done approximately 7 years post implant confirmed that an aneurx advantage stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest right renal artery. The bifurcate ipsi limb was implanted on the right side and an extension was placed into the right common iliac artery. The contralateral limb was implanted on left side. The maximum abdominal aortic aneurysm diameter measured approximately 6.5 cm. The proximal infrarenal neck diameter measured ~28 ¿ 29 mm. The length from right renal artery to the flow divider measured ~40 mm. The right external iliac artery measured ~6 mm; the left external iliac artery measured ~8 mm. The infrarenal aortic neck angle measured approximately 45 deg ap; relative to the iliac limbs. The proximal aortic neck measured approximately 9 mm in length (sagittal view). Contrast was seen outside of the bifurcate and feeding the anterior aneurysm sac. The contrast appeared to originate from the top of the bifurcate, beginning ~ 1cm below the lowest right renal artery. The contrast is possibly from a proximal type I endoleak. Both limbs are patent and no other obvious stent graft issues were seen. The sizing information prior to device implant, follow up films post implant and films during secondary intervention were not provided. The exact cause of proximal type I endoleak could not be assessed from the films provided. There is currently minimal proximal stent graft radial apposition and a short proximal neck. This may have been due to the patient's anatomy, disease progression.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. Currently, the proximal graft diameter is 27.9 and at the flow divider s 33.7mm. It was reported that review of films found a proximal type I endoleak. The physician performed an intervention where another manufacturer's cuff and 9 aptus endoanchors were implanted and the proximal type I endoleak was resolved. Per the physician, the cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.